Manufacturer narrative:
Follow-up #1: date of submission 02/05/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump black box revealed unexplained pump reboots however the power rebooting was not duplicated during this investigation. The pump was run on a 24 hour basal program using the returned battery cap with no intermittent power/reboot occurrences. The pump was opened and there were no defects found to the power circuit. Unrelated to the original complaint, there was visible corrosion inside the battery compartment. A leak test was performed and failed due to a battery compartment leak. The pump was opened and there was no moisture found internally. The returned battery cap securely attached to the pump, however the removal slot was found to be damaged and difficult to remove. Additionally, the display appeared dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged intermittent power issue. In addition, it was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.